Manufacturer narrative:
The l4 migrated and s1 has high impedances. The patient's lead has high impedances. The lead was explanted and replaced. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional infromation received indicates that surgical intervention was undertaken on (B)(6) 2024, where the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-00211. It was reported that the patients lead has high impedances. Surgical intervention may be taken at a later date to address the issue.